Event description:
It was reported that patient underwent a procedure utilizing an mih curved acetabular impactor on (B)(6) 2010. During the procedure, a piece of metal fractured off the handle of the device and fell into the patient's wound. The fragment was retrieved and there was no significant delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found typical signs of wear. The thumbscrew has only slight wear marks. The sleeve rib fracture surfaces can be seen. The fracture surfaces exhibit centrally located ratchet mark features that suggest multiple origins and fracture planes. The perpendicular wall of the ratchet marks suggest a tension overload. This report filed (B)(6) 2010.